Manufacturer narrative:
H3- device evaluation: lens was returned in liquid in a specimen cup. Visual inspection found the optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
B5 - corrected to "the reporter indicated that a 13.7 mm micl13.7 implantable collamer lens of -6.0 diopter was implanted into the patient's left eye (os). "Overvaulting" was observed. Per the surgeon on (B)(6) 2020, "the lens is simply over-vaulted. Vision and iop are good, but the long term risk is too great to leave this lens in the patient's eye." The lens was later explanted on an unknown date. Additional information has been requested but none has been forthcoming." In the initial MDR. D9 - date returned to manufacture corrected to 15 june 2020. Claim#: (B)(4).

Manufacturer narrative:
Corrected data b5 - "lens was explanted on an unknown date." Should be added to supplemental MDR#1. Additional manufacture narrative h6 - work order search: no additional similar complaint type events within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted into the patient's eye. "Overvaulting" was observed. Per the surgeon on (B)(6) 2020, "the lens is simply over-vaulted. Vision and iop are good, but the long term risk is too great to leave this lens in the patients eye." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.